Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for manipulation 2 of 2 in right knee. It was reported through a medwatch (mw#5088210) "had both knees replaced and had major problems with right knee not straightening and bending, finally my dr. Said he would only make me worse went to 4 other doctors and they all said the same, finally found a dr. To redo my right knee and only in about 6 weeks and results are fabulous. My new dr. Said they put a too large of a replacement in and was installed improperly and knee cap was positioned too low, too big a spacer and not enough bone removed to allow leg to straighten. Ultimately my leg ended up locking at about 35 degree. I had 2 manipulations done by first dr. With results worsening the issue each time. I haven't worked in over a year because of this and my new dr. Wants to replace left knee also since I'm having pain in that one." Update (B)(6) 2019: spoke to patient, he stated he had manipulations done under anesthesia for the left knee in (B)(6) 2018 and in (B)(6) 2018. He also stated he had another 2 manipulations done under anesthesia for the right knee in (B)(6) 2018 and (B)(6) 2018. Right knee was revised on (B)(6) 2019.